Manufacturer narrative:
Investigation is ongoing. H3 other text : discarded.

Event description:
Per report received from germany, it was a case of a 26mm sapien 3 ultra valve implant, in aortic position by transfemoral approach. The calcified native annulus was predilated using a 22mm bav balloon. During valve deployment, when the commander delivery system balloon was inflated 95-98% of its volume, it burst non-longitudinally, but the valve was completely deployed. During retraction, it was difficult to pull the commander ds into the esheath and only succeeded in a small part, but could be completely remove. Then, although it was detected dissection of the aci by angiography, no actions were taken since the vessel flow was good. The patient was stable and discharged.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "general risks - failure - balloon burst" was confirmed through the review of the returned imagery, while the complaint for "withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath" was unable to be confirmed due to no applicable imagery or device returned. No manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per follow-up there was bulky calcification in the native anulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.